Event description:
It was reported that the customer experienced low blood glucose levels in (B)(6) 2015, which required intervention by emergency medical services. The blood glucose reading was not provided. The customer stated that she also had issues with expired sensors but resolved the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.